Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 49 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with glucagon, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, a factory reset event, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported being ill and consuming less food than usual while continuing to announce usual meal amounts, which resulted in excessive insulin delivery relative to carbohydrate intake. No device malfunction was identified during investigation. Based on available information, the event is attributed to user error involving inaccurate meal announcements during concurrent illness. If additional information becomes available, a supplemental MDR will be submitted.